Event description:
It was reported that resistance was met as the rx xience stent delivery system (sds) was advancing through the tuohy borst valve, outside of the body, and the stent dislodged from the balloon. The sds and stent were manually removed without difficulty or intervention. There was no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: device evaluation: an analysis of the returned device did confirm the reported device issue. However, there were crimp marks visible between the markers of the tightly folded balloon, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. A review of the lot history record for the reported lot revealed no associated non-conformances, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.